Manufacturer narrative:
Section d contains corrected information. Philips technical support (ts) was able to remotely assist the customer and confirm the reported problem. The ts instructed the customer to reinstall the software and then perform a reboot of the system. Once this was completed, the customer confirmed the system functioned as intended. The device remains in use at the customer's facility.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the nibp (non-invasive blood pressure) is not initializing new pressure, nibp repeating. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.